Manufacturer narrative:
Received one used foley catheter with the drainage bag attached. Visual inspection noted that the balloon on the foley catheter appeared to be cuffed. A functional evaluation was performed. The balloon was inflated with air and deflated, a cuff roll was not formed. The balloon was inflated with 10cc's of a mix of water and blue methylene using a syringe. The catheter was left for 3 minutes resting on a flat surface. The catheter was deflated without using aspiration and a cuff roll was not formed. A dimensional evaluation found that the catheter was within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
Upon sample receipt, it was found that the balloon of the silicone catheter developed a mushroom.